Event description:
In 2008, the facility reported to the another country's local complaint coordinator (lcc) that ten days prior, an unknown syringe pump was infusing inotropes at 21.5ml/hour via a triple lumen central venous access device when an unknown failure occurred resulting in the blood pressure level becoming "cyclic". The issue reportedly was resolved by infusing the inotropes on an alternate baxter pump. It is not known what interventions were required to restore the blood pressure level. It is unknown what the patient outcome is at this time. It is unknown if the device is available for evaluation by baxter healthcare. Multiple attempts have been made to obtain additional information, however, the facility declines to provide any further information.

Manufacturer narrative:
The device has not been identified or returned for evaluation.